Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an angiojet solent omni thrombectomy system. The pump, shaft, and tip were microscopically examined and there were numerous kinks in the supply line. The hypotube was broken 31.5cm from the tip of the catheter. Functional testing revealed a ¿check saline¿ error. Due to the break in the hypotube the device would not get through priming. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 10 apr 2017. It was reported the catheter would not prime. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. The catheter would not prime. It happened outside the body during preparation. The procedure was completed with a different device. The patient is fine and there were no complications. However, returned device analysis revealed a broken hypotube.